Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system does not complete the boot sequence. The analysis of the system log file found that the x-ray-pc did not start during the start-up. Upon troubleshooting, it was found that the bad contact in the ac power supply of the x-ray pc, caused the system preventing from boot up. To resolve the reported issue, the fse repaired the power supply of the x-ray pc, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.